Manufacturer narrative:
Upon further evaluation, service found the instrument channel tube port was worn, and the suction port was worn. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during a gastroscopy procedure, the air/water flow of the subject device became insufficient; however, the procedure was able to be completed using the same device. There was no patient or user injury reported due to the event. The device was returned to an olympus for evaluation. During inspection and testing, service confirmed the air/water supply was not smooth, and found yellow residue (foreign material) deep in the nozzle that could not be removed. This report is being submitted for the foreign material found by service during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the yellow dirt clogged in the nozzle was unable to be identified. Additionally, it was reported that the customer reprocessed the device correctly. Olympus will continue to monitor field performance for this device.